Event description:
It was reported that after this device was exposed to water or saline, the lower screen has been blurry. The device was returned for repair. No patient complications were reported as a result of this event. The generator subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the generator was returned and analysis was unable to confirm the customer comment that after this device was exposed to water or saline, the lower screen had been blurry. Analysis did find that one board connector on the liquid crystal display (lcd) was open and caused the emergency button not to work, and it was reseated. The upper and lower cases, battery release, knobs, side bail covers, ring cover and battery drawer were contaminated, the battery contacts were compressed and contaminated, the keyboard was scratched and contaminated and the battery flex was corroded.